Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: for patients who do not self-manage their disease, the security pin function should always be on when the pump is not being used by a caregiver. The security pin function is intended to prevent inadvertent screen taps or button presses that may lead to insulin delivery or changes in the pump settings. These changes can potentially lead to hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging between 40-44 mg/dl. The suspected cause of the low bg was due to the 8-year-old user delivering multiple correction boluses by accident; in total 8 units of insulin were delivered. The customer's mother gave the customer juice, milk, and removed the pump from the customer until the bg level stabilized. The reporter was educated pertaining to the security pin feature of the pump as the security pin feature was not in use at the time of the event.